Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer. The device was removed using the safety release mechanism per the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.